Event description:
Patient was implanted with trochanteric fixation nail construct on an unspecified date. Reportedly the patient fell and consequently the patient sustained a new fracture near the knee. Patient was returned to the operating room on (B)(6) 2013 for revision surgery. The surgeon removed all hardware. The patient was revised with a lateral entry long recon nail to cover the old injury and repair the new fracture. Reportedly all hardware was intact. This is 1 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.